Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in february of 2022 from lot: 06a2244655. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found during our investigation that the part was not properly lubricated because when actuating the device, the device is making a squeaking noise and feels very dry and sluggish. It was also found that the jaws of the device are misaligned/bent, making the device to not function properly. We are unable to determine what might have caused the jaws of the device to be misaligned/bent but misuse such as excessive force at the end user's facility is suspected. It is also suspected that the device was not properly lubricated during the time of use at the end user's facility. All (B)(4) instruments from this lot were 100% visually inspected, properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. "Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "clips not getting loaded due to jaws of applier not functioning properly." The issue was identified during preparation.